Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated onsite and the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed but was unable to duplicate the battery issue. The root cause was determined to be depleted main batteries. A baxter repair technician replaced the main batteries and harness to resolve this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. No patient injury or medical intervention was reported. Baxter's review of the device event history determined a battery depleted alarm interrupted delivery. The master software version of this device was 6.63.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).